Event description:
Tha was performed on (B)(6) 2012. The revision surgery was performed on (B)(6) 2024 due to broken of the stem neck.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation, wear and crack/fracture involving an accolade stem was reported. The event was confirmed via device evaluation. Method & results: -device evaluation and results: visual inspection of the returned device indicated that the trunnion of the stem is severely worn. The metal head appears to have minor damage from the disassociation/fracture event and explantation. -clinician review: no medical records were received for review with a clinical consultant -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced conclusion: it was reported that the patient was revised due to disassociation of the head from the stem caused by trunnion wear. The event was confirmed by device evaluation whereby visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tha was performed on (B)(6) 2012. The revision surgery was performed on (B)(6) 2024 due to broken of the stem neck.